Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was an end of life and their scs paddle lead had fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs ipg and lead were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.